Manufacturer narrative:
Small vessel perforation is a well-documented expected complication of mechanical thrombectomy in distal intracranial vessels, acknowledged in the medical literature and within the known risk profile of procedures performed in this anatomy. Perforation in this setting may result from guidewire or catheter manipulation, vessel fragility secondary to acute ischemia, or the inherent mechanical demands of navigating and retrieving devices in distal tortuous anatomy, independent of device defect. No device damage or malfunction was identified. A definitive causal relationship between the tigertriever 17 ultra and the reported vessel perforation cannot be established from the information provided.

Event description:
During a mechanical thrombectomy procedure for a distal m2 occlusion, the tigertriever 17 ultra encountered resistance during retrieval and was reported as temporarily entrapped within the vessel. The device was subsequently retrieved successfully without reported damage, breakage, deformation, or functional deficiency. The thrombus was not retrieved. The treating physician additionally reported a small vessel perforation that resolved spontaneously without intervention. No death or permanent injury was reported.